Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 11/18/2016 with the following findings: display is dim/fading (pink). Two cracks between case seal & keypad cover; one crack between case seal & display lens corner. Battery compartment crack at the threads to the left of the bumper & at case seal below the bumper . Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed , cracked compartment and dim display. This report is made based on the results of an investigation completed on 11/18/2016.